Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the heater head of an iw934 cosycot infant warmer is damaged. The reported damage was found during a routine maintenance check. Accordingly, there was no pt consequence.